Event description:
It was reported that the customer was treated by paramedics and hospitalized due to hypoglycemia. The reported blood glucose reading was 30 mg/dl at the time of the event. The customer changed her infusion set prior to the event. The customer was disconnected during priming. However, the customer's mother reported that the customer may have accidently delivered 80 units of insulin into her body. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.